Manufacturer narrative:
The hill-rom technician found the latch gummed up and locked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleared the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right intermediate siderail was not stay up. The vest was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).